Event description:
Employee acquired a needlestick from the introcan safety -b braun- angiocath. Another employee had started an IV on an anesthetized child and the safety guard did not retract over the needle. The employee was stuck while assisting with the connection of the IV fluids.